Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video did not identify any abnormalities that could have contributed to the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reporter that an external fluid leak was observed from the filter of a prismaflex m150 set during continuous renal replacement therapy. The volume of blood loss was not known. The set was replaced to continue treatment. There was no report of medical intervention associated with this event. No additional information is available.